Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of intraocular lens( iol) broke in the eye during insertion. Lens was removed and another iol was used. Additional information has been requested.

Event description:
Additional information has been received and stated that no patient harm.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).